Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the first flange of the stent in the pseudocyst. However, upon retracting the delivery system, the second flange of the stent prematurely deployed inside the pseudocyst. The stent was left inside the pseudocyst, and the procedure was completed with a second hot axios stent and delivery system. Reportedly, the physician intends to remove the prematurely deployed stent when the second stent is removed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.